Event description:
This rv lead was implanted on (B)(6) 2003 and was remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead had impedance range in 200's. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).